Event description:
The reporter indicated the "wrong serial number" message was received. The serial number was restored and now the message "electrical interference" is received. No magnet response was observed. An occasional pacing rate of 90ppm is seen, otherwise the device shows no output. The device will be replaced.